Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited multiple inappropriate mode switch due to lead noise. Low impedance and low decreased sensing were also noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise, low pacing impedance and sensing anomaly were confirmed. As received, a complete lead was returned in one piece. Dissection at 17.5 cm from connector pin of the lead found damaged inner insulation at the suture tie region. This also the cause of failure in the hi-pot test section of this report. The cause of the reported events was due to damaged inner insulation consistent with overtightened suture.